Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pelvic") and pelvic pain ("severe persistent pelvic pain") in a (B)(6) female patient who had essure (batch no. 899637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rash ("rashes/ skin rash"), urticaria ("hives"), menstrual disorder ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), weight decreased ("weight loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), skin disorder ("skin condition") and vulvovaginal pain ("vaginal pain"). At the time of the report, the device dislocation, rash, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight decreased, dyspareunia, hormone level abnormal, skin disorder and vulvovaginal pain had not resolved and the pelvic pain, urticaria and menstrual disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication pelvic pain . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), uti, depression, mental anguish, bladder or urinary problems or changes, skin rash, migraines / headaches, migration of essure device location of device: pelvis, dysmenorrhea (cramping), fatigue, weight loss, dyspareunia (painful sexual intercourse) and pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pelvic") and pelvic pain ("severe persistent pelvic pain") in a 33-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Previously administered products included for an unreported indication: depo provera. Concomitant products included antibiotics, caffeine;codeine phosphate;paracetamol (tylenol no.1), medroxyprogesterone acetate (depo provera), metronidazole (flagyl)14-feb-2017 to march 2017, oxybutynin hydrochloride (oxybutin) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). In august 2012, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced mood swings ("hormonal changes (describe: mood swings") and hot flush ("hormonal changes (describe: hot flashes"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: uti"). In (B)(6) 2015, the patient experienced hypertonic bladder ("bladder problem / bladder or urinary problems or changes overreactive bladder") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), rash ("rashes/ skin rash"), urticaria ("hives"), menstrual disorder ("menstrual hemorrhaging"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin disorder ("skin condition") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). At the time of the report, the device dislocation, rash, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, depression, anxiety, hypertonic bladder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight decreased, dyspareunia, hormone level abnormal, skin disorder and vulvovaginal pain had not resolved and the pelvic pain, device expulsion, urticaria, menstrual disorder, mood swings and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, hypertonic bladder, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Patient severely hurts could barely walk until the pan calms down due to pelvic area pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received: event bladder disorder coding was changed as hypertonic bladder. Event onset date of vaginal discharge, pelvic pain, menorrhagia, vaginal hemorrhage, uti were updated. Reported term of uti, urinary tract disorder, depression, anxiety were updated. Reporter causality comment was added. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pelvic") and pelvic pain ("severe persistent pelvic pain") in a 33-year-old female patient who had essure (batch no. 899637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rash ("rashes/ skin rash"), urticaria ("hives"), menstrual disorder ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), weight decreased ("weight loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), skin disorder ("skin condition") and vulvovaginal pain ("vaginal pain"). At the time of the report, the device dislocation, rash, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight decreased, dyspareunia, hormone level abnormal, skin disorder and vulvovaginal pain had not resolved and the pelvic pain, urticaria and menstrual disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pelvic") and pelvic pain ("severe persistent pelvic pain") in a 33-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Previously administered products included for an unreported indication: depo provera. Concomitant products included medroxyprogesterone (depo provera), metronidazole (flagyl), oxybutynin hydrochloride (oxybutin), paracetamol (acetaminophen) and solpadeine (tylenol 1). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"). In march 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In june 2012, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced mood swings ("hormonal changes (describe: mood swings") and hot flush ("hormonal changes (describe: hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), rash ("rashes/ skin rash"), urticaria ("hives"), menstrual disorder ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), weight decreased ("weight loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), skin disorder ("skin condition"), vulvovaginal pain ("vaginal pain") and vaginal discharge ("vaginal discharge"). At the time of the report, the device dislocation, rash, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight decreased, dyspareunia, hormone level abnormal, skin disorder and vulvovaginal pain had not resolved and the pelvic pain, device expulsion, urticaria, menstrual disorder, mood swings and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events mood swings, hot flashes, migration of essure device location of device: uterus & vaginal discharge were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.